Manufacturer narrative:
Additional devices implanted: (B) (4), (B) (4), (B) (4), (B) (4).

Event description:
On (B) (6) 2010, the patient was implanted with five gore excluder aaa endoprostheses to repair and abdominal aortic aneurysm. On (B) (6) 2010, the patient expired.